Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain, nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the out-patient clinic on (B)(6) 2023 presented with citrobacter koseri in the culture and a wbc count of 1987/mm3. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has recently experienced diarrhea for reasons unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was determined the transmission of peritonitis causing pathogens was caused by the patient¿s diarrhea. The patient was not initially hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg daily for 21 days. Due to the severity and nature of this patient¿s infection, the patient was hospitalized on (B)(6) 2023 due to worsening symptoms of abdominal pain and nausea despite antibiotic therapy at home. The patient¿s pd catheter (not a fresenius product) was removed in the hospital once the patient¿s peritonitis was determined to be refractory and she was given a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy. The patient continued on hd therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was prescribed antibiotics in the hospital, but the type, routes, dosages and frequency were not reported to the outpatient clinic. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge.